Manufacturer narrative:
G4: 30apr2020 b4: (B)(6)2020. Speaker assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. The speaker was installed onto the failure investigation test ventilator in an attempt to duplicate the reported issue. After testing no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09jun2020, b4: 10jun2020. Central processing unit (cpu) printed circuit board assembly (pcba) was received for evaluation with no signs of damage or contamination during visual inspection. Cpu pcba was installed onto a test ventilator in an attempt to duplicate the reported issue. After testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14apr2020. B4: 15apr2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the speaker and the central processing unit (cpu) board. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported that the device had primary alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.